Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) right ventricular (rv) lead exhibited loss of capture (loc) and required rv pacing was not delivered. All connections in the header were good but loc at 7.5 volts was still noted. Additional information obtained that the source of the observation was not determined and that patient had own underlying rhythm and no prolonged pauses noted. The lead was explanted and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.